Event description:
Underwent hysterectomy with davinci robot and experienced a 2 inch laceration at (B)(6) hospital in (B)(6) performed by dr. (B)(6). High risk for this procedure because had a c-section several years ago. Kept overnight. Question as to why davinci robot was used when possibly more delicate technique should have been used rather than the davinci robot.